Manufacturer narrative:
One cadd solis vip pump was returned for evaluation. The event history log was unable to be reviewed because the pump would not power up. Visual inspection was conducted and when the pump was powered up, it alarmed with error code 41786. The reported issue was able to be verified. Further investigation of the pump determined that a faulty microprocessor board was the cause of the issue. The microprocessor board was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 41786. There was no patient involvement.